Manufacturer narrative:
A steris service technician inspected the surgigraphic surgical table and found that only two of the buttons were operating properly on the table's hand control. The technician replaced the hand control, tested the function and operation of the table and confirmed it to be operating properly. The surgigraphic surgical table was returned to service and no additional issues have been reported. The surgigraphic surgical table and hand control subject of the reported event were installed at the user facility in 2006.

Event description:
The user facility reported that during a patient procedure their surgigraphic image guided surgical table tilted to the left without being commanded to do so. User facility personnel leveled the table via the backup buttons and completed the patient procedure successfully. No report of injury.